Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 156 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The device was confirmed for no power. The device was confirmed for no power. The device was confirmed for no power.

Event description:
Customer reports being unable to obtain a result on the compact plus system due to an unspecified power issue. The customer reports going to an urgent care center and testing 146 mg/dl on a professional device. Customer was treated with an injection to lower her blood glucose levels (contents of the injection are not known). Requested return of suspect device, and replacement was sent.